Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/22/2023. An investigation was conducted on 02/27/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the base of the jaws. The heater wire was observed to be intact, with no visual defects observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the cold jaw. The detached silicone was returned for evaluation. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000289020 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure a piece of the silicone jaws broke off the vasoview hemporo (B)(4) while in use. The piece of the jaw was retrieved with the hemopro from the patient. No additional incisions were required. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula. There were not any resistance noted while inserting the harvesting tool into the cannula. Procedural delay...no not really, the staff grabbed another evh kit from the core to complete the procedure. No harm to patient.